Event description:
It was reported that a high drain 109 alarm occurred at the end of therapy on the home choice (hc). The registered nurse (rn) stated that the doctor said that it was okay that the home patient (hp) drained that much solution. The tsr review the therapy log and ultra filtration (uf) per cycle. The tsr arranged a return of the device. The rn stated the minimum drain volume equaled 85%, the negative uf limit equaled 50%, and positive uf setting was off. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. Visual inspections was performed and found no issues. Power on self-test was successfully completed. One hour simullated therapy was performed on the device successfully. The reported issue was confirmed through an event history log review. The cause of the reported alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.